Manufacturer narrative:
The reported event of communication failure was confirmed. The loss of communication was due to low battery voltage. The low battery voltage was a result of premature battery depletion due to high current. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator could not be interrogated. The physician elected to explant and replace the device. The patient was in stable condition post-procedure.